Manufacturer narrative:
Insulin pump passed the displacement test and unexpected restart alarm test. No unexpected restart and external ram crc error alarm anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed unexpected restart and external ram crc error. The blood glucose reading at the time of the event was unknown. The alarms were able to be cleared but were reoccurring. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.